Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit failed drive manifold leak test. There is no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The part was received with a reported unit failure message of drive manifold tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications. The failure analysis and testing department could not verify the failure of drive manifold leak tests failed. Drive manifold assy, passed testing. Retaining drive manifold assy, in the fat dept. As per procedure.